Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15107478 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Information was received from the (B)(4) study indicating an adverse event of unstable angina occurring (B)(6) days post implantation of a cypher stent to treat a proximal 1st diagonal lesion. Angioplasty of the proximal left anterior descending artery (lad) with implantation of two non-cordis xience stents was reported. It is not known if the lad stenosis was within 5 mm of the cypher stent implanted in the 1st diagonal. The patient was admitted to the index procedure due to a positive stress test, acute coronary syndrome with elevated ck-mb or positive troponin and pain of less than 24 hours duration. Post st segment elevation myocardial infarction with recurrent ischemia the patient underwent the index procedure with deployment of a cypher stent to the first diagonal coronary artery. Aspirin therapy was initiated the day before the index procedure and a 300 mg loading dose of clopidogrel was administered peri-procedurally. The patient arrived to the cath lab for the index procedure with no chest pain, nausea or shortness of breath. The target lesion was a 70% stenosis in the 1st diagonal. The lesion was 15mm long. The reference vessel diameter was 2.25. The lesion was type b1 and calcified. The lesion was pre-dilated with a 2.0 x 12 mm voyager balloon at 14 atms. A 2.25 x 23 mm cypher stent was deployed at 10 atms for 20 seconds in the proximal diagonal. The stent was post dilated with a 2.5 x 12 mm voyager nc balloon at 12 atms for 12 seconds and at 14 atms for 16 seconds. The residual stenosis was 0%. The patient was discharged the same day on aspirin and clopidogrel. At day (B)(6) post index the patient was admitted with unstable angina. Angioplasty of the lad was performed. It is unknown if this lesion was within 5 mm from the cypher stent implanted in the 1st diagonal. The lesion was type a and calcified. A 3.0 x 15 mm xience stent was deployed at 14 atm for 24 seconds. Peri-stent dissection was noted and an additional stent was placed. A 3.0 x 8 mm xience stent was deployed at 12 atm for 16 seconds proximal to the 3.0 x 15 mm xience stent. The stent was post-dilated with a 3.0 x 12 mm voyager balloon at 14 atm for 20 seconds. The patient was discharged on the same day. The event was reported as ending two days after the onset of symptoms. The outcome of the event is reported as recovered/resolved. The patient was reported to be in stable condition. The event of unstable angina was considered an event that required initial or prolonged hospitalization. In the investigator's opinion, the event of unstable angina was considered moderate in intensity, unlikely related to the study drug, not related to the study device, and not related to the study procedure. The stent remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the available information it is not possible to determine the relationship of the cypher stent implanted in the 1st diagonal and the stenosis in the proximal lad approximately five months later. Restenosis is a known potential adverse event associated with coronary artery stenting. The patient's medical history, vessel/lesion characteristics along with progression of existing coronary artery disease may have contributed to the reported event. There are no indications that the reported event is related to the device manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
In the investigator's opinion, the event of unstable angina was considered moderate in intensity, unlikely related to the study drug, not related to the study device, and not related to the study procedure. The patient was admitted to the index procedure due to a positive stress test, acute coronary syndrome with elevated ck-mb or positive troponin and pain of less than 24 hours duration. Post st segment elevation myocardial infarction with recurrent ischemia the patient underwent the index procedure with deployment of a cypher stent to the first diagonal coronary artery. The patient arrived to the cath lab for the index procedure with no chest pain, nausea or shortness of breath. The target lesion was a 70% stenosis in the 1st diagonal. The lesion was 15mm long. The reference vessel diameter was 2.25. The lesion was type b1 and calcified. The lesion was pre-dilated with a 2.0 x 12mm voyager balloon at 14 atms. A 2.25 x 23mm cypher stent was deployed at 10 atms for 20 secs in the proximal diagonal. The stent was post dilated with a 2.5 x 12mm voyager nc balloon at 12 atms for 12 secs and at 14 atms for 16 secs. The residual stenosis was 0%. The patient was discharged the same day. On (B)(6) 2010, the patient began aspirin 81 mg. On (B)(6) 2010, the patient received a peri-procedural loading dose of the study medication clopidogrel 300 mg. On (B)(6) 2010, the patient began clopidogrel 75 mg dosing. On (B)(6) 2010, the patient was given 324 mg aspirin orally, 4000 units of heparin bolus intravenously, as required dose of 500 mg lortab orally and 1000 units of heparin intravenously. On (B)(6) 2010 the patient received 2000 unit of heparin intravenously, 2 mg of versed intravenously and as required dose of 400 mcg of nitroglycerine intravenously. The patient has no history of diabetes mellitus, hypertension, stroke, transient ischemic attack (tia), any major bleeds, congestive heart failure, left ventricular ejection fraction (lvef) <30%, renal insufficiency/failure, peripheral arterial disease, any previous percutaneous coronary revascularization procedure , coronary artery bypass graft (CABG), prior brachytherapy, atrial fibrillation, previous history of myocardial infarction or history of cancer. The patient's allergy history is unknown. (B)(6) 2010: the patient received a peri-procedural loading dose of the study medication clopidogrel 300 mg and began clopidogrel 75 mg. On (B)(6) 2010, the patient was given 324mg aspirin orally, 4000 units of heparin bolus intravenously, as required dose of 500 mg lortab orally and 1000 units of heparin intravenously. On (B)(6) 2010, the patient received 2000 unit of heparin intravenously, 2mg of versed intravenously and as required dose of 400 mcg of nitroglycerine intravenously. The product remains implanted and is therefore not available for evaluation. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from (B)(6) study indicated that approximately five months after the index procedure, the patient experienced unstable angina and was admitted to the hospital. The patient was admitted to the cath lab with no chest pain, shortness of breath or myocardial infarction. The target lesion was the proximal left anterior descending (lad) artery. It is unknown if this lesion was within 5mm from the cypher stent implanted in the 1st diagonal. The lesion was type a and calcified. A 3.0 x 15mm xience stent was deployed at 14 atm for 24 secs. Peri-stent dissection was noted and an additional stent was placed. A 3.0 x 8mm xience stent was deployed at 12atm for 16 secs proximal to the 3.0 x 15mm xience stent. The stent was post-dilated with a 3.0 x 12mm voyager balloon at 14 atm for 20 secs. The patient was discharged on the same day. The event was reported as ending two days after the onset of symptoms. The outcome of the event is reported as recovered/resolved. The patient was reported to be in stable condition. The event of unstable angina was considered an event that required initial or prolonged hospitalization.